Manufacturer narrative:
This complaint was just recently discovered within the corporate office of (B)(4). (B)(4) was purchased by (B)(4), and final integration of the (B)(4) complaint management system into the (B)(4) complaint management system has just been completed. Due to the age of this complaint, no additional information is available at this time.

Event description:
(Attorney) represent (B)(6), in the above-referenced pre-suit manner. Mr. (B)(6) is claiming to be injured as a result of an allegedly defective shower chair. I am informed and believe that the chair was manufactured by (B)(4).